Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11.

Event description:
N/a.

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the bottom housing keypad bezel (0380-00-0516). The iabp was handed over to the customer in good, working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) bottom housing of the keypad looked damaged. There was no patient involved.